Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2013-05807. Reference MFR. Report#: 1627487-2013-05808. The patient had four leads (two leads were from the same lot). It was reported the patient experienced overstimulation and pain when stimulation was on. It was also reported the leads and ipg were causing discomfort. As a result, the patient's scs system was explanted. The ipg was reported under MFR. Report #: 1627487-2013-13350. The explanted product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.